Event description:
Clinical study. It was reported that following a coronary artery stenting procedure the patient experienced silent ischemia and required coronary artery bypass grafing (CABG). The lesion being treated was a 2.50mm, 100% stenosed, 30.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation using a 2.25x15mm balloon at (8atms) at pre-dilatation, an unspecified dissection occurred. The physician then deployed two taxus express2 study stents (2.5x24mm at 10atm and 2.5x20mm at 9atm) in the target lesion. Post-stenting was performed with pre-dilatation balloon at 18atms. Ivus was performed and confirmed the stents were implanted properly. Residual stenosis in the lesion became 0%. There was no gap between two stents. The patient was discharged 4 days later on panaldine and bayaspirin. 249 days after the index procedure, silent ischemia was confirmed. There was in-stent restenosis of the taxus stents. Asymptomatic myocardial ischemia was also confirmed. 46 days later, CABG as performed. The patient was discharged 22 days later.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.